Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was more than 420 mg/dl and other relevant blood glucose level was 254 mg/dl. Customer was using auto mode feature insulin pump. The insulin pump will not be returned for analysis.